Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered six shocks as inappropriate therapy due to oversensing. Additionally, diaphragmatic stimulation was reported. When interrogated, this crt-d had entered safety mode. Technical services (ts) was consulted and reviewed stored data, with an increase in power consumption noted. Ts discussed how noisy signals were noted for the right ventricular (rv) lead channel, which in addition to the increase in power consumption, is indicative of a gate oxide anomaly. Ts discussed how this could affect the rv lead and lead to corrosion, with further rv lead evaluation recommended. This rv lead was evaluated and its measurements were within parameters, so it remains in place and the patient will continue to be monitored. No additional adverse patient effects were reported.